Event description:
Vessel sealer was in use and working without incident. It was removed so that another instrument could be used. The vessel sealer was reinserted and a recoverable fault error message alarmed upon insertion. The fault was cleared, vessel sealer machine was rebooted and device reinserted. The fault occurred again so another vessel sealer was opened and worked with out further incident. There surgeon was present and there was no patient harm and there was only about a two minute delay in the procedure.